Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped. Ultrasound confirmed pericardial effusion. Pressure support and pericardiocentesis was performed and 600 ml of fluid was removed. The patient was stabilized. It was stated that the physician believed that the effusion occurred during the transseptal puncture.

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that the patient's blood pressure dropped during an afib cryo ablation case. Ultrasound confirmed pericardial effusion. Pressure support and pericardiocentesis was performed and 600 ml of fluid was removed. The patient was stabilized. Caller stated that the physician believes that the effusion occurred during the transeptal puncture. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection and contraction tests were performed and the catheter passed both. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi equipment involved are: carto 3 system (serial#(B)(4)), catheter sndstr10g (serial# (B)(4) ), catheter bd710fj282ct (lot#16055489m), and catheter d1085414 (lot#15745841m). (B)(4).